Event description:
Per the clinic, the patient experienced pain, infection and extrusion of electrode into the external auditory canal. Subsequently, the patient was treated with antibiotics (type, date and duration not reported). The patient was also hospitalized (date not reported).